Event description:
It was reported that the tubing of two (2) interlink non-dehp t-connector extension sets sliced in half when the blue occlusion clamp was slid over the tubing. When the slide clamp was activated to occlude the set, the device was severed. This occurred twice on the same patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: expiration date (remove the date and update the null value to n/a), d4: unique identifier (UDI) # (update entry), d5, d9, d10, g2 (add source), h3, h4, h6, and h11. H11: two (02) actual devices were received for evaluation. Visual inspection of the samples showed that one unit had a cold cut in the tube. Pressure and clear passage testing were performed on the samples. One of the device failed the pressure test and a leak was observed through the tube. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.